Event description:
During a routine service visit, the customer reported that in 2009, their device was attached to a patient who was in ventricular fibrillation and an attempt to charge the device to shock the patient was made, but the device would not charge up to deliver the selected energy. The patient then received CPR over the course of the next 15-20 minutes. The patient was not resuscitated.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was observed through functional and performance testing. The root cause of the reported failure was not determined. The device will be returned to the customer for use. A clinical review of the reported event determined that the device use may have contributed to the patient's death based on defibrillation being needed, but was delayed greater than 30 seconds.